Event description:
A malfunction alarm was reported by the customer with a malfunction code "malf 0." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support, who provided pump reset information, and the pump was successfully reset without the malfunction recurring. It was advised that the customer continue using the pump and to contact support if the issue reoccurs.